Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a call service alarm 088 issue. Thre was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016: device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: call service 088 alarms were observed in the black box and alarm history. On investigation, the pump powered on properly with no alarms. The pump was exercised pump for 24 hours and after 24 hours no call service alarms were received. Investigation did not duplicate the complaint.